Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to 394 (mg/dl) for 6 days. Customer administered manual injections to treat their bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.